Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hemolysis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient called implant center stating he had increasing ventricular assist device (vad) pump flows. The patient did not exhibit any symptoms other than anxiety at the time of increasing flows. Blood test revealed hemolysis. The patient was subsequently admitted to the intensive care unit (ICU). International normalized ratio (inr) was in normal range. Controller log files were sent. Preliminary controller log file analysis performed on (B)(6) 2017 revealed seventeen (17) high watt alarms had been logged since (B)(6) 2017. The patient was treated with thrombolytic therapy, 10mg bolus followed by 30mg in three hours. It was last reported that the patient is recovering in the normal ward of the hospital. No further information has been provided.

Manufacturer narrative:
Hw26655 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 17 high watt alarms and an increase in power consumption and estimated flow starting (B)(6) 2017 to parameters outside normal operating range on (B)(6) 2017. Of note, it was reported that the patient received lysis treatment. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report